Event description:
It was reported that the right ventricular (rv) lead pace impedance increased steadily over the previous few months and became greater than 2,000 ohms. The patient was to be brought into the clinic for further evaluation. The rv lead remains in service and no adverse patient effects were reported.